Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the customer is unable to provide a lot number of the product used, testing using reserve product from the same lot and a manufacturing review could not be conducted. No further investigation is possible at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The customer reported unspecified discrepant inratio inr results "about a point lower" than doctor's office comparisons on a few patients. No inr result available. Although requested, no additional information provided.